Manufacturer narrative:
Visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional confirmed capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Healthcare professional later reported capsular contracture baker grade unknown. Device was explanted and replaced.

Manufacturer narrative:
Continued e.1. Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.